Manufacturer narrative:
Our quality engineer inspected the photos submitted for evaluation. The reported issue of safety shield broke off was not confirmed upon inspection of the photos. Bd cannot confirm the cause of the failure to our manufacturing process since no physical sample was returned. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
Material #:305761; batch#:1137790. It was reported by customer that the pink safety flap falls off during a draw and then they will not attach to the vials, which is clearly unsafe and causes us to poke our patients multiple times. Rcc received a complaint via email. Per customer, the pink safety flap falls off during a draw and then they will not attach to the vials, which is clearly unsafe and causes us to poke our patients multiple times. Mms item # 305761; product name needle, hypo eclipse safety 25gx1". Lot / serial number (B)(6).

Event description:
It was reported that bd needle eclipse 25x1 rb safety shield broke off. It was reported by customer that the pink safety flap falls off during a draw and then they will not attach to the vials, which is clearly unsafe and causes us to poke our patient's multiple times. Verbatim: rcc received a complaint via email. Per customer, the pink safety flap falls off during a draw and then they will not attach to the vials, which is clearly unsafe and causes us to poke our patient's multiple times. Mms item # 305761. Product name needle, hypo eclipse safety 25gx1". Lot / serial number (B)(6).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.